Event description:
The following information was previously reported in MFR report # 3004209178-2012-10035, and any additional information received will continue to be reported in this MFR report: additional information received reported the patient was brought back yesterday for a csf leak. The fascia did not heal and was repaired by the physician. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).